Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 30, 2020 that a hot axios stent was to be implanted for bile duct drainage during an endoscopic ultrasound (eus) guided biliary drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed; however, it was noted the internal flange migrated and was no longer correctly positioned in the common bile duct. The stent was removed with the guidewire remaining in position. Reportedly, a 10mm wallflex biliary covered stent was advanced over the guidewire but it could not be passed into the upstream biliary tree and guidewire access was lost. The procedure was not completed and it is unknown if there were any interventions performed to close the puncture site. No patient complications were reported as a result of this event.